Event description:
Patient reported the infusion set was leaky near the connector. This began on (B)(6) 2011, and patient has experienced elevated blood glucose of up to 281 mg/dl. On (B)(6) 2011, blood glucose was 169 mg/dl. Patient ate and bolused 21.8 units through the infusion device. He smelled insulin and noticed his shirt was wet. He changed the infusion set, and blood glucose was 226 mg/dl at 9:00 pm. Patient delivered 4 units through an insulin pen, and blood glucose was 230 mg/dl at 11:30 pm. Patient delivered an additional 4 units through the infusion device. Blood glucose was 158 mg/dl at 8:00 am the next morning. Infusion headset is changed every 2 days, and the insulin cartridge and tubing are changed every 4 days. Normal blood glucose is 130 mg/dl. Infusion set was requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.